Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device displayed a "pacer failure" and indicated that the "defib was disabled". Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was extensively tested and could not produce any symptoms consistent with the customer report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable and batteries were not returned to zoll medical corporation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.